Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a red alert as the device reverted to a safety mode status. This device was then explanted and replaced. No additional adverse patient effects were reported.